Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during service/test (cust) preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not powering up. The date of the event is unknown.

Manufacturer narrative:
Corrected section: describe event or problem. Corrected describe event or problem from "during service/test (cust) preparation" to "before use/preparation." (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was manufactured on 16-jan-2015 which places the approximate usage life at approximately 3 years and reported to be out of warranty. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that before use/preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not powering up. The date of the event is unknown.